Event description:
The hem-o-lock clip applier was going in and out of the trocar, tearing the seal allowing for blue shavings from inside the trocar to go inside of the patient's body on two different trocars.